Event description:
A customer contacted haemonetics on (B)(6) 2011 and alleged smoking and fluid in the drain tube on the orthopat perioperative autotransfusion system. No pt injury was reported. No operator injury was reported.

Manufacturer narrative:
The device was returned to haemonetics on (B)(4) 2011. Upon evaluating the device fluid ingress was found. The fluid ingress resulted in damage to electronic components. The spill bags were confirmed to not have been deployed.